Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Foreign material was discovered inside the forceps channel as were scratches. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing a demonstration of another company¿s device, his olympus evis lucera gastrointestinal videoscope¿s forceps channel had foreign material present inside of it. Reportedly, the initial reporter was unsure if the deposits within the channel were dirt or blood but did confirm that the exterior of the device had no abnormalities, and there was no resistance during the insertion process.there was no patient involvement during this event.according to the initial reporter, this event occurred with 6 different olympus devices. This report is 3 of 6. For the related complaints, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that there was a scratch inside the channel about 2 cm from the tip. Additionally, there was no obvious adhesion of foreign matter inside the forceps channel. Regarding the cause of scratches inside the forceps channel, it is likely that irregular insertion of treatment tools (insertion of treatment tools and brushes vigorously, insertion and removal of treatment tools and brushes in an excessive loop state, insertion while opening the cup of forceps), inserting the instrument without being pulled into the sheath, or forcibly inserting the treatment instrument in a curved state). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture corrected information. Should further information be provided, another supplemental report will be submitted.

Event description:
Since the initial report was submitted, it has become known that the customer actually reported a total of 11 devices associated with this event. This report is 5 of 11. For the related complaints, please see reports with patient identifiers: (B)(6).